Manufacturer narrative:
Event date: year valid only.

Event description:
Investigator indicated that the event was probably related to the study device, procedure and paclitaxel.

Event description:
During the index procedure one in.pact admiral paclitaxel-eluting pta balloon catheter was used to treat a lesion in the mid and distal right sfa. Approximately 7 months post index procedure, sfa stenosis and diabetic ulcera on the feet was reported. Investigator indicated that the event was not related to the study device or procedure. The patient was treated with pta and medication. A balloon was used to treat the target lesion (r-1). Outcome is unresolved.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stenosis). Conclusion: known inherent risk of procedure (stenosis). (B)(4).

Manufacturer narrative:
Cec has adjudicated that the previously reported sfa stenosis, event to be related to device, not related to procedure and drug.